Manufacturer narrative:
The biomedical engineer has isolated the failure to the main pcb and has opted to not return the unit for evaluation at this time.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.